Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event: event date is unknown.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Patient stated that it feels like it is rubbing against bone. As a result, surgical intervention may occur to address the issue.